Event description:
On (B)(6) 2010, patient reported he does not allow his insulin to warm to room temperature before filling the insulin cartridge and has noticed condensation in the cartridge chamber. Reviewed recommendation to warm insulin to room temperature before filling insulin cartridges. Patient stated he does not do this step and has noticed a small amount of condensation in the cartridge chamber within 30 minutes of install; patient dries out the cartridge chamber and no additional concern. On follow up call from patient on (B)(6) 2010, patient reported he followed the instructions he received and has experienced no further condensation in the infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.